Event description:
It was reported two weeks after implant that the patient's right ventricular (rv) lead was dislodged as evidenced by elevated pacing threshold and confirmed by chest x-ray. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.